Event description:
During closure of an abdominal incision, suture needle snapped and tip broke off. Tip unable to be located visually. Abdominal x-ray done. Tip of needle located. Wound re-explored and tip of needle retrieved. Wound re-sutured.